Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
I was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: I was reported that 5 bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported. Investigation summary: ten samples were received for evaluation. A visual inspection was performed confirming the following: seven (7) have no foreign matter (fm) or any other issue. Two have black specs embedded in the barrel wall and one has a line at the bottom of the syringe which is also embedded therefore failure mode is verified. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
I was reported that 5 bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.